Event description:
The tip, 3-4mm of the gore suture passer broke off and was lost during laparoscopic cholecystectomy. Extensive search in the wound with scope of the abdominal cavity was unsuccessful. Tip not seen on x-ray. Surgeon elected to leave tip in rather than open patient up for further exploration.